Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's information is unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. The same event happened with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.